Manufacturer narrative:
On 10-jan-2024, additional information was received indicating the physician's opinion on cause of the adverse event is that was incorrect catheter handling. A short sheath was used for the retrograde access and the patient felt pain as a sign/symptom that occurred for the physician to believe the abdominal aorta was punctured. The puncture aorta was confirmed via diagnostic imaging. Regarding intervention for the puncture, physician waited and discussed that with another cardiologist. No ablation had been done so far, the issue occurred during placement of ablation catheter through the aorta. Device evaluation details: on 17-jan-2024, the device was returned to biosense webster inc (bwi) for evaluation and the evaluation was been completed on 24-jan-2024. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Physician's opinion on cause of the adverse event is incorrect catheter handling. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient suffered vascular dissection. During focal atrial tachycardia (fat) procedure the physician wanted to ablate in the aorta and used a retrograde access path. He inserted the thermocool® smart touch® sf bi-directional navigation catheter and felt a resistance approximate to the abdominal aorta. He stopped procedure because he maybe punctured the abdominal aorta slightly. Patient was stable and well after the case. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.